Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and advised that the customer could continue using the pump. The caller was instructed to call back if the malfunction code occurs again. The caller acknowledged and understood the instructions.